Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was applying clips but the clips would not fire correctly. When dry fired, it would from properly. However, when tissue was in the jaw, the clips would not form properly. Another device was used to complete the case. There was no adverse consequence to the pt.